Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) worked with the customer to identify the source of the leak prior to arriving at the customer's facility. The customer found that the drain for the differential mixing chamber was clogged and liquid was bubbling out of the chamber. The fse instructed the customer to run the instrument cleaning cycle and the drain was cleared. The instrument ran without any leaks. The fse arrived onsite and verified that the instrument was running without any leaks. Identified failure modes: the cause of the leak was the drain for the differential mixing chamber was clogged. No erroneous results were generated for this event. Upon recur; the leak at the differential mixing chamber is likely to cause erroneous differential results because of improper preparation of the sample for lysing. Evaluation of product labeling: unicel dxh 800 coulter cellular analysis system instructions for use, (B)(4): beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 1 ml and was not contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.